Event description:
A surgeon reports performing a lens exchange two weeks following intraocular lens implant surgery due to a patient's complaint of a line in the field of vision. Upon examination, the surgeon reported seeing a line on the lens optic. The replacement lens was the same lens model and diopter. Additional information including the patient's outcome has been requested.

Manufacturer narrative:
Evaluation summary: the returned intraocular lens was examined and verified to have signs of handling. The lens optic had a small torn/split/cracked area near the edge and a large scrape mark on the anterior surface. Lens resolution was acceptable and the focal length reading confirmed lens to be as labeled. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number .